Event description:
Senseonics was made aware of an incident where the patient experienced infection at insertion site. The sensor was inserted on (B)(6) 2024 and the symptoms began on (B)(6) 2024. As per the patient, the insertion site was purulent and opened itself up. The patient consulted hcp who confirmed infection and sensor was removed on (B)(6) 2024.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient began experiencing symptoms on (B)(6) 2024. The patient mentioned that the insertion site was closed with stitches. His stitches were removed on (B)(6) 2024 and the hcp scheduled sensor removal on (B)(6) 2024. The sensor was removed and no medication was prescribed. According to the patient, he would wait for the wound and infection to heal completely before getting another sensor inserted. This incident does not require further investigation.